Manufacturer narrative:
One sterile 7207674 7x25mm biosure ha screw used for treatment, were not returned for evaluation. Due to product unavailability, physical evaluation, full investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use (IFU). IFU confirms instructions, recommendations and precautionary statements and for proper use of product. Influences that could compromise product integrity include: site prep with alternate or without recommended instruments. Not accounting for taper or larger head to body design. Entanglement with guide wire or other instrument causing tearing and fractures. Use of disproportionate screw size. Use of excess torque or force. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. There were two related reports for this lot. Product met specifications upon release to distribution. Complaint history review found no other reports for this lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction surgery, the biorci screw broke. All fragments were retrieved from the patient's body with an alligator grasper. A s&n back-up device was used, in the same bone hole, in order to complete the procedure. The surgery was not delayed. The patient was not injured.